Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - this information is available so far: first surgery on (B)(6) 2008 with asr and corail; revision on (B)(6) 2010. Explanted product, tissue and liquid from joint will be sent through biocare. Additional information received 18 june 2010. Patient revised due to pain. Update received: 16th january 2014 - surgeon confirmation form, added product: stem, added further reason(s) for revision: alval / soft tissue reaction and noise, added side hip: right and amended revision date: (B)(6) 2010. Update - prods sent to the lirc (not stem), filed out mw fields,manufacturing dates added, amended revision date, added gender for patient. Taken from email dated 3rd september 2014.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ this information is available so far: first surgery on 04.06.2008 with asr and corail. Revision on (B)(6) 2010. Explanted product, tissue and liquid from joint will be sent through biocare. Additional information received (B)(4) 2010. Patient revised due to pain. (B)(4). (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.